Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the right atrial (ra) lead dislodged overnight after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.